Manufacturer narrative:
The device was returned for evaluation. The device underwent visual examination. The screwdriver had one of its three teeth, which was broken. The review of the device history record determined that the device was an old design (lot d2zp). The device history record also showed no anomalies on the mfg date. A design change was performed in 2005 to increase the strength of the teeth. The first lot with the new design is d3pg. No complaint has been received on the new design of the product.

Event description:
The integra sales rep is returning the device from consignment inventory. The product is worn and old as it was part of the original inventory sent for his territory. Subsequent info was obtained from the sales rep. According to the sales rep, the screwdriver either broke during the surgery or after. The doctor noticed the broken edge toward the end of the surgery, but still used the screwdriver to finish putting in screws for the hallu-fix. The pt was not harmed in any way.